Event description:
It was reported that the patient replaced their expired equipment but still had many driveline faults and powers of 20's. The patient was possibly a candidate for driveline repair but not a pump exchange due to not following up on care. The log file was sent for review. The heartmate ii log file showed on (B)(6) 2025, 15 low speed advisories and driveline faults. The issues appeared to only occur while the ventricular assist device (vad) was connected to the mobile power unit (mpu). The patient started using an ungrounded patient cable and the speed drops stopped occurring. X-rays were suggested to identify a possible location of where the compromise in the patient lead was. It was later reported on (B)(6) 2025, that the log file was sent for review while the patient had been on an orange cable. The site requested an orange cable to issue the patient and a power module, as the patient did not own one. The log file did not capture any further low speed events after 24dec2025 when using battery power or the non-grounded patient cable. Low flow events were noted. It was later reported on (B)(6) 2026, that the alarms were not displaying on the system controller when compared to the tablet display. The alarm sounds were not sounding according to the patient when they actively see it on the tablet display. The system check on the system controller passed, and the audio was present. The log file was sent for review. The log file captured intermittent low flow events between 25dec2025 at 16:19 and 05jan2026 at 5:55. There did not appear to be any type of mechanical circulatory system (mcs) equipment causing the events. The low flow events appeared to be a patient hemodynamically related issue. Low flows displayed in the history but not on the system controller until the alarm persisted for 5 seconds. Lower flows that were less than 5 seconds were not turning into alarms.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on (B)(6) 2026, that the low flow alarms resolved and were caused by hypovolemia. The patient's symptoms were not observed at the time of the low flows. The patient was issued new battery clips, batteries, two emergency backup batteries, a power module, an orange cable, and rescue tape for the device driveline. Product was not returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events that appeared consistent with driveline damage; however, a specific cause for these events could not be conclusively determined. The log files also captured low flow alarms, which the account attributed to hypovolemia. A direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported hypovolemia could not be conclusively determined through this evaluation. The submitted log files collectively contained data from (B)(6) 2025 through (B)(6) 2026. The fixed speed was set to 10000 revolutions per minute (rpm) with a low-speed limit of 9600 rpm. Multiple low speed advisory alarms were captured on (B)(6) 2025, during which speed decreased to as low as 4510 rpm. These events occurred while connected to the power module. On (B)(6) 2025, multiple driveline faults as well as elevated power and estimated flow values were captured, reaching as high as 25.5 watts and 12 liters per minute (lpm) respectively. Low flow alarms were captured on (B)(6) 2025 through (B)(6) 2026, with estimated flow captured at 2.3-2.4 lpm. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events which may be associated with the use of heartmate ii lvas. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.